Event description:
The customer reported that they took a fluoro image and gridlines appeared on the image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found a number of bent and/or pushed pins on the lemo connector, most likely due to excessive force installing the interconnect cable. He repaired all damaged pins. The system operates as intended.